Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer reported hypoglycemia with a blood glucose. The customer also reported that the insulin pump was delivering insulin faster. The customer alleged that the insulin came out of the pump faster than normal and it seemed like the insulin was pouring into the body. No harm requiring medical intervention was reported. Troubleshooting was performed and found inaccurate programming on the insulin pump. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received, unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit passed dat test at .08715 inches. The p-cap/reservoir does lock properly. No over/under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Not verified in pump history bolus not delivered alert on event date. Total daily bolus delivered on 26-dec-2022 is 0 u. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label stained, scratched case, keypad overlay texture damage, pillowing keypad overlay, and corroded battery tube. Insulin pump passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No over delivery anomalies noted during testing. Customer alleged for the pump over delivery was not confirmed. Unable to confirm low bg. Moisture damage found on electronic assembly and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.